Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there is a proximal type 1 endoleak and a distal type I endoleak at the right common iliac artery with the stent graft limb up in the aneurysm sac. The proximal portion of the stent graft was approximately 3 cm distal to the renal arteries and created a proximal type 1 endoleak. In a prior study two years ago, a non-contrast study demonstrated that there was no endoleak present; however, the proximal portion of the stent graft was at approximately 3 cm below the renal arteries and the right limb was barely in the right common iliac artery. For the proximal type 1 endoleak, the decision was made to use a 30 mm talent aortic cuff; however, the catheter was unable to pass through the left common iliac artery, therefore, a 28 mm cuff was used instead due to it's smaller passing profile. A 16 mm x 13.5 cm iliac limb and a 16 mm x 5.5 cm iliac extension were implanted in the right and left common iliac arteries respectively for treatment of the distal type 1 endoleak. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: endoleak. Conclusion: stent graft not adequately positioned below the renal arteries and within the iliac artery. Patient code: other (required secondary intervention).